Manufacturer narrative:
CAPA, (B)(4), is currently in the action state. The CAPA will document the root causes identified and the corrective actions taken to address this issue. Field action was required, this product has been recalled.

Event description:
Wire break and left in body.